Event description:
Fire department personnel were treating a pt and reportedly observed the device display a leads off message. All pt connections were rechecked and the reported complaint recurred. The pt was transported to the hosp. There were no adverse effects to the pt as a result of the reported malfunction.